Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01408. This report is being submitted as additional information. The referenced previous percutaneous lead (driveline) replacement was reported under medwatch report# 2916596-2018-00368. Corrected patient age. Approximate age of device - 5 years, 10 months. Manufacturer's investigation conclusion: the report of a potentially compromised percutaneous lead can be confirmed based on the evaluation of the device. The pump was returned assembled with the percutaneous lead severed approximately 3.5 inches from the pump body. A 10.5 inch portion and 23 inch portion of percutaneous lead with a previous repair site were also returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned percutaneous lead and visual inspection of the underlying wires revealed breaches in the insulation of the red, green, and brown wires approximately 7, 8 and 11 inches from the pump body. The remainder of the percutaneous lead was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and revealed breaches in the yellow and black wire, approximately 8 inches from the pump body. The conductors of red, yellow, green, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The short to ground would have caused the reported low speed alarms and pump stop events, as seen in the submitted log file. The disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. Examination of the textured blood contacting surfaces of the outlet elbow revealed formations of loosely coagulated blood. The lack of structure of these depositions suggests that they formed acutely, potentially as the result of blood being left in the hm ii lvas at explant. The remaining blood contacting surfaces were free of depositions and thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The hm ii lvas instructions for use and patient handbook contain information on caring for the percutaneous lead. All hm ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that over the course of 2 days, the patient was noted to have many pump stoppage events and low speed advisories while plugged into the power module. The patient was placed on external batteries in the event that this was a short to shield issue. The patient was reported as asymptomatic. A log file was reviewed by the technical service representative and 10 pump stoppage events with 15 low speed operations were confirmed. The following day, the lvad team reviewed an x-ray of the percutaneous lead (driveline) and there appeared to be an area of concern. The x-rays were also reviewed by the technical service representative and were unremarkable. It was noted at that time that the patient had received a prior distal end percutaneous lead (driveline) replacement, and that there was not enough length of the driveline remaining to perform a second replacement. The patient has been using a non-grounded power module patient cable for home use since the pump stoppage events reoccurred after the prior replacement. The patient received a pump exchange on 06apr2018. No additional information was provided.